Manufacturer narrative:
(B)(4). Additional information received: the sample was sent to the manufacturing site for further evaluation. Upon investigation by the manufacturing site, the white balloon was able to properly inflate and deflate. It could not be determined what initially prevented the white balloon cuff to inflate. The results and conclusion codes have been updated to reflect this new investigation information.

Event description:
Customer complaint alleges the device cuff is "default". Alleged malfunction reported as detected prior to patient use. There was no report of patient involvement. Customer submitted a photo with the complaint depicting a device with an uninflated cuff.

Manufacturer narrative:
(B)(4). The reported complaint of "cuff fails to inflate prior to use" was confirmed based upon the sample received. The blue balloons were able to properly inflate and deflate. However, the white balloon cuff was unable to inflate. Upon functional testing, it was found that there was a blockage in the white balloon inflation line. The blockage occurred just past the pilot balloon. The root cause of this issue is manufacturing related. Non-conformance 40009224 has been initiated to further investigate this complaint issue.

Event description:
Customer complaint alleges the device cuff is "default". Alleged malfunction reported as detected prior to patient use. There was no report of patient involvement. Customer submitted a photo with the complaint depicting a device with an uninflated cuff.

Manufacturer narrative:
Qn#(B)(4). Visual inspection was performed of the photograph submitted with this complaint. From the photograph, it can be observed that the cuff from the et tube sher-I-bronch is deflated. A dimensional and functional inspection of the device involved in the complaint could not be conducted since the device was not returned at the time of this report. A device history record investigation did not show issues related to this complaint. A record assessment (fmea) was conducted and no changes required. Customer complaint can be confirmed through visual inspection of the photograph received. However it is necessary to receive the physical sample to perform a proper investigation, determine root cause and implement corrective actions. A conclusion code could not be found. The complaint is confirmed, but a root cause could not be determined at this time. If the device sample becomes available at a later date, this report will be updated accordingly.

Event description:
Customer complaint alleges the device cuff is "default". Alleged malfunction reported as detected prior to patient use. There was no report of patient involvement. Customer submitted a photo with the complaint depicting a device with an uninflated cuff.